Manufacturer narrative:
(B)(4). This literature article and subsequent complaint was found during a recent post-market surveillance review (pms) of this device. The citation is as follows: ¿antiplatelet premedication for stent-assisted coil embolization of intracranial aneurysms: low-dose prasugrel vs clopidogrel.¿ hyun choi-jung lee-young cho-moon han-won-sang cho-jeong kim-sang an-jong mun-dong yoo-hyun-seung kang - neurosurgery - 2017. Due to the nature of the complaint, the device was not returned for analysis nor were the sterile lot number provided to conduct a lot history review. This MDR report is being submitted with no patient demographics or device specifics. [Complaint conclusion]: the event was captured in the literature publication ¿antiplatelet premedication for stent-assisted coil embolization of intracranial aneurysms: low-dose prasugrel vs clopidogrel.¿ hyun choi-jung lee-young cho-moon han-won-sang cho-jeong kim-sang an-jong mun-dong yoo-hyun-seung kang - neurosurgery ¿ 2017. The purpose of this study was to compare low-dose prasugrel (psg) with clopidogrel (cpg) in stent-assisted coil embolization of intracranial aneurysms. The study was a retrospective review of 311 aneurysm from 297 patients who underwent stent-assisted endovascular coil embolization of unruptured intracranial aneurysm between november 2014 and march 2017. It was reported that a (B)(6)-year old female patient underwent stent-assisted coiling of an aneurysm at the posterior communicating artery with the use of an enterprise 2 (catalog / lot unknown) stent. The patient experienced a thromboembolic event (visual disturbance) and right occipital infarction 14 days after the procedure. The patient had been on the clopidogrel arm of the study and had received 4000 iu of heparin during the procedure. The percentage of platelet inhibition was 24%, and p2y12 reaction unit (pru) was 167. The patient was treated with aspirin and a new oral anticoagulant (noac). Modified rankin score (mrs) was 0. There was no additional patient, device or procedure information provided in the publication. The enterprise 2 stent remain implanted and is thus not available for evaluation. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. The study concluded that the use of low-dose psg as an antiplatelet premedication was effective and safe for patients undergoing stent-assisted coil embolization of unruptured intracranial aneurysms. With lower pru and higher percentage inhibition values in the psg group, there was a remarkable reduction in the rate of thromboembolic complications without an increase in the rate of hemorrhagic complications. Based on minimal information provided in the article as related to the event, the causes of the event cannot be conclusively determined. Thrombotic emboli and stroke are known potential adverse events associated with the use of the enterprise 2 stent and are listed in the instructions for use (IFU) as such. Based on the minimal information about the patient¿s medical history, presenting symptoms, and procedure information, it is not possible to determine the root cause of the events. Although no conclusion can be made regarding the relationship of the enterprise 2 stent and the reported event, there is no indication that the device did not perform as intended. As part of the post- market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The event was captured in the literature publication ¿antiplatelet premedication for stent-assisted coil embolization of intracranial aneurysms: low-dose prasugrel vs clopidogrel.¿ hyun choi-jung lee-young cho-moon han-won-sang cho-jeong kim-sang an-jong mun-dong yoo-hyun-seung kang - neurosurgery ¿ 2017. The purpose of this study was to compare low-dose prasugrel (psg) with clopidogrel (cpg) in stent-assisted coil embolization of intracranial aneurysms. The study was a retrospective review of 311 aneurysm from 297 patients who underwent stent-assisted endovascular coil embolization of unruptured intracranial aneurysm between november 2014 and march 2017. It was reported that a (B)(6)-year old female patient underwent stent-assisted coiling of an aneurysm at the posterior communicating artery with the use of an enterprise 2 (catalog / lot unknown) stent. The patient experienced a thromboembolic event (visual disturbance) and right occipital infarction 14 days after the procedure. The patient had been on the clopidogrel arm of the study and had received 4000 iu of heparin during the procedure. The percentage of platelet inhibition was 24%, and p2y12 reaction unit (pru) was 167. The patient was treated with aspirin and a new oral anticoagulant (noac). Modified rankin score (mrs) was 0. There was no additional patient, device or procedure information provided in the publication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This is a correction. The article was not attached in the initial MDR. This report is to correct the error by adding the article.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This is a correction. The event spreadsheet was not attached in the initial MDR. This report is to correct the error by adding the event spreadsheet.